Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, biopsy channel leaked, which led to water invasion of scope connector, then abnormality of image sensor unit. As a result, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope did not relay an image to the monitor. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During evaluation the reported issue was confirmed; no image was relayed to the monitor due to fluid ingression at the scope connector. After scope connector was dried, the scope relayed an image as expected. During examination, the following issues were noted: the instrument channel was leaking; the bending section cover adhesive was lifting and showed scratches; the bending section did not meet with specifications for electrical continuity; and the insertion tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.